Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, lines were observed on the display. The lcd module was replaced and the unit functioned as designed.

Event description:
It was reported that the device has lines on the display. No known impact or consequence to patient.